Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to verify missing segments/partial display, back light anomaly, audio/beep/vibration anomaly or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had broken trace on the mother board, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display anomaly. The customer¿s blood glucose was 265 mg/dl at the time of incident. Customer stated that the insulin pump was alarming with no message on the screen. Customer also reported that the insulin pump had a keypad and backlight anomaly and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.